Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads break off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on 07-feb-2017 that he/she had an oral-b power oral care refills cross action break off in his/her mouth. Concomitant product: oral-b rechargeable toothbrush, version unknown. The consumer reported he/she had previously used this exact version of toothbrush refill. No symptoms were reported.

Manufacturer narrative:
On 10-may-2017 product investigation results: reporter returned 2 toothbrush heads on 11-apr-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush heads break off in mouth. No adverse event. Product counterfeit. Case description: a consumer of unspecified age and gender reported via phone on 07-feb-2017 that he/she had an oral-b power oral care refills cross action break off in his/her mouth. Concomitant product: oral-b rechargeable toothbrush, version unknown. The consumer reported he/she had previously used this exact version of toothbrush refill. No symptoms were reported.